Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of suture break. Block h2: device evaluation: block h11: investigation results: the device returned and it was found during visual inspection that the teeth were damaged, the slack was not taken up and the handle had evidence that the loop was secured to the post. Also, the suture was broken. Based on the evidence, the reported event of suture break is confirmed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. Take up slack by pulling proximal end of trip wire on handle unit, however, it was found that the slack was not taken up from the handle slot. The instructions for use contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the instructions for use labeling information. According to the product analysis performed on the device, it was found that teeth were damaged. The marks on the ligator housing teeth implies that the device might have been used with too much force this caused the teeth to get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged and also affecting the functionality of the handle when deploying the bands. Additionally, it was found that the instructions for use of the device were not follow since the slack was not taken up from the handle slot. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire does not work accordingly with the handle when pulling the bands. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during an endoscopic band ligation procedure performed on (B)(6) 2026. It was reported that after opening the package, the suture was broken. The procedure was completed with another speedband superview super 7 device. Due to this issue, the procedure took an additional 30 minutes to complete. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during an endoscopic band ligation procedure performed on (B)(6) 2026. It was reported that after opening the package, the suture was broken. The procedure was completed with another speedband superview super 7 device. Due to this issue, the procedure took an additional 30 minutes to complete. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of suture break.